Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had critical pump error and other pump error. The blood glucose was unknown. The alarm was not cleared by selecting ok. The customer was assisted with insulin pump reset procedure. Insulin pump screen was not turn off. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error (open book image) alarm not confirmed. This alarm is generated when a power failure is detected error not confirmed. Frozen screen not confirmed. Motor safety circuit failed test error not confirmed. The motor was tested outside of the device and passed. (B)(4).